Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-28, lot# j0314007v, implanted: (B)(6) 2003, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated their whole interstim system (patient thinks both lead wire and ins) was removed in order for an orthopedic healthcare professional (hcp) to perform an MRI because of spinal pain which started occurring at "one of the wire sites where the incision was". Patient stated hcp tried everything for "literally 2 years" to help her to stay using the device because it was working for them but couldn't figure out anything to ease their spinal pain which kept getting worse and worse. Patient stated because of the pain, the implant was moved from "one cheek to the other" and after the device was moved their one cheek was swelling. The patient stated that the hcp for the device and they decided that they needed an MRI because the pain had become so unbearable that their legs were giving out. The patient stated that they got "trigger" injections but that didn't help and they finally got the device removed so they could get an MRI of their spinal area because they couldn't get an MRI with the device in their body. Patient stated they thought the MRI was in (B)(6) 2005. The patient stated that they waited a bit after the device was removed so she could heal and then they got a spinal surgery on (B)(6) 2005 where they fused l3 to l5 and they went back in to fuse the rest of it from l5 to s1. The spinal surgery revealed that the patient's discs were torn on the inside and the patient stated that it might have been because of the "wiring" but that no one had any idea of the true cause of the torn discs. The patient then stated that the orthopedic hcp said that without a doubt the interstim was the cause of the discs tearing and that was the cause of the spinal pain. The patient stated that after the spinal surgery they were "layed up" for 6 months and they hadn't been right since or they should say that their spine hadn't been right since then because its messed up to this day. Patient was implanted for urinary dysfunctional/sacral nerve stimulation

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.